Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed on the returned wire. The reported core break was not confirmed. The coils were noted to be stretched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported core break. The noted stretched and wavy coils likely occurred during tip shape of the guide wire before use. Additionally, sterile devices were returned from this lot. There was no damage noted on any of the returned sterile devices. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, there was no separation in the core as reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the tip of the hi-torque (ht) balance middleweight (bmw) universal ii guide wire unraveled. The device was not used and there was no patient involvement. No additional information was provided regarding this issue.